Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "modular junction fractures in a modern rotating-platform knee arthroplasty system¿ update (B)(6) 2019. ¿modular junction fractures in a modern rotating-platform knee arthroplasty system¿ was reviewed for MDR reportability. The retrospective study reviewed four cases involving patients who have undergone revision operations due to failure of the depuy sigma tc3 rotating platform prosthesis. Unknown cement was used at the epiphyseal region of the femoral and tibial components, and the remainder of the construct was uncemented. The four patients involved in the study will have four separate complaints linked together. Case 3: (B)(6) male. The patient underwent revision of the sigma tc3 rp system 5.4 years following implantation. He complained of pain and instability. The revision operation noted moderate effusion, dislodgment of the femoral component from the adapter bolt, adapter bolt fracture, substantial amount of metal debris, and gross loosening of the femoral component.